Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the needle was difficult to position and the procedure was done under local anesthesia. According to the complainant, the case was a difficult one and the physician was having difficulty doing a proper hydrodissection in the perirectal fat. On (B)(6) 2021 the scans showed that the gel was placed in the prostate rather then the perirectal fat. Reportedly, 10cc of hydrogel was noted to be in the prostate. There were no patient complications reported as a result of this event. The patient will wait for the gel to dissolve before starting radiation therapy.